Event description:
Customer reported that the reservoir leaked insulin from the bottom of reservoir and from the transfer guard. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected one opened and used reservoir. Performed pre-fill reservoir test. Reservoir passed per specification. No leakage anomaly was observed during analysis. Inspected three sealed reservoirs. Performed pre-fill reservoir test. Reservoirs passed per specification. No leakage anomalies were observed during analysis. Transfer guard needles failed per specification. Needles not parallel to transfer guard's body axis.